Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed the absence of any visual defects. A dimensional evaluation performed on the device revealed that all measurable critical features that could be analyzed were within specification. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that conditions that would eliminate or tend to eliminate adequate implant support or prevent the use of an appropriately-sized implant, are: blood supply limitations, insufficient quantity or quality of bone support, osteoporosis, or metabolic disorders which may impair bone formation, and osteomalacia; and¿ infections or other conditions which may lead to increased bone resorption. This has been identified as a contraindication. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no evidence to conclude that the product failed to meet specifications at the time of manufacture. No defects were found on the returned device, therefore no factors that can contribute to the reported event can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during thr surgery, it was broached up to a 5 and tried to insert the anthology so por pl ha sz 5 but it did not sit near far enough like the broach. Even broaching up to a 6, the 5 did not sit down in the femur and had to go down to a 4. The procedure was completed after a non-significant delay using a s+n back-up device. No injury was reported as a consequence of this issue.